Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: visual examination of the unit did not confirm the reported defect. The fill-port cap was found to be completely and securely intact on the fill-port of the device. No defect was observed on the fill-port cap. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate xlv 250 was observed with a loose filling cap during priming. There was no patient involvement. No additional information is available.